Event description:
Caller reported that their pump screen was non-functional and would not turn on. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller on various troubleshooting steps, which did not resolve the issue. Consequently, technical support arranged for the replacement of the pump and instructed the caller on returning the malfunctioning pump. The customer was advised to use a backup insulin pump to maintain insulin delivery and understood how to proceed with setting up the replacement pump.